Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother stated that the customer was hospitalized for high blood glucose levels when they lost the transmitter for the insulin pump. There was a 911 call for the customer's high blood glucose, which at the time exceeded 600 mg/dl. Customer's mother stated that the patient had a fever, difficulty eating, and that he went into diabetic ketoacidosis. The customer was vomiting blood, and he also has asthma. The customer was still in the hospital at the time of this call. The customer's mother provided information about the current hospitalization, and agreed to call back when the patient is discharged from the hospital. No products were returned or shipped.